Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and customer stated that the insulin was squirts when priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the insulin pump had motor error and rewind was louder and it has rainbow effect and lot of scratches on screen. It was also stated that the insulin pump lost setting and clock was off. Customer declined trouble shooting for the issue. The insulin pump will not be returned for analysis.